Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer experienced a blood glucose (bg) level of 510 mg/dl. Bg level was addressed with a manual injection. Customer cleared the alarm and resumed insulin therapy.